Manufacturer narrative:
This console was serviced at the customer's site. Functional testing of the console confirmed the reported power source issue. The field service engineer (fse) performed the replacement of the pcba optics bench power suite and also performed calibration. The console system passed output power and system checklist performance standards. After the fse performed the replacement of the pcba, the issue was resolved, and the unit was within specification. As a result, the console was functioning as intended. Therefore, the investigation was assigned the most probable conclusion code of cause traced to component failure. The problem found could have affected the device performance leading to the event experienced by the customer.

Event description:
It was reported that the console had low power. There was no error code displayed on the screen, no red screen and no case saver mode activated; the user had simply noticed lower performance. It was noted that the low power was due to a damaged energy sensor board, which was replaced during the repair process. There was no patient involved.